Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee tep left side on (B)(6) 2009. Revision on (B)(6) 2016 after knee torsion with following pain on (B)(6) 2016. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, indicate the patient's insert was worn and broken in the dorsal third. The stretching device is also noted to be luxated. The metal components were properly positioned and are completely tight, although they were noted to have subtle damage to the outermost medial edge. It was also noted that during revision while inserting the knew lps insert the screw broke during tightening.

Manufacturer narrative:
Knee tep left side on (B)(6) 2009. Revision on (B)(6) 2016 after knee torsion with following pain on (B)(6) 2016. Update rec'd 14 july 2016 and 01 august 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, indicate the patient's insert was worn and broken in the dorsal third. The stretching device is also noted to be luxated. The metal components were properly positioned and are completely tight, although they were noted to have subtle damage to the outermost medial edge. It was also noted that during revision while inserting the knew lps insert the screw broke during tightening. For that reason another lps insert was placed. At this time the insert is being reporting and an additional unknown lps insert is being added to the complaint. The complaint was updated on: 08/04/2016. Conclusion and justification status: following investigation by bioengineering, it was summarised that: from the information reviewed, it was not possible to determine if a manufacturing defect was present. The complainant did not report a manufacturing defect. No corrective action is required and no further investigation is recommended. Post market surveillance is per sep 419. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.